Event description:
It was reported that the burr sheared off the wire and a vessel perforation occurred. A portion of the wire was left inside of the patient. A rotawire and a 1.25 rotapro burr were selected for a patient atherectomy procedure in the right coronary artery (rca). The lesion was severely calcified and the degree of tortuosity was 70 percent. During the procedure, while running the device at 160rpm in the proximal to mid rca, the burr sheared through the rotawire and a vessel perforation occurred. Due to this issue, 40 mm of the rotawire was left inside of the patient. No snaring attempts, or additional actions, to retrieve and/or treat the wire were made. Balloon tamponade was performed to treat the vessel perforation and the patient was taken to the intensive care unit. No further complications were reported. The patients status is stable.

Event description:
It was reported that the burr sheared off the wire and a vessel perforation occurred. A portion of the wire was left inside of the patient. A rotawire and a 1.25 rotapro burr were selected for a patient atherectomy procedure in the right coronary artery (rca). The lesion was severely calcified and the degree of tortuosity was 70 percent. During the procedure, while running the device at 160rpm in the proximal to mid rca, the burr sheared through the rotawire and a vessel perforation occurred. Due to this issue, 40 mm of the rotawire was left inside of the patient. No snaring attempts, or additional actions, to retrieve and/or treat the wire were made. Balloon tamponade was performed to treat the vessel perforation and the patient was taken to the intensive care unit. No further complications were reported. The patients status is stable. It was further reported via medwatch 14797797086-2019-0003 that during atherectomy from left heart catherization, the interventional wire broke. The wire broke possibly related to a heavy calcified right coronary artery. The broken part was not retrieved. The patient was treated medically and discharged.